Event description:
The patient has two leads implanted with the same lot numbers. It was reported the patient is not receiving effective stimulation and is experiencing auto-reducing. Lead diagnostics showed all contacts on one lead are invalid. Reprogramming was unable to resolve the issue. Fluoroscopy was done and showed no visible damage or lead pull out. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.